Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg was no longer operable after having a unrelated surgical procedure. Surgical intervention is currently pending to replace the scs ipg.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue and the thus the ipg was replaced to reestablish effective therapy.

Event description:
Related manufacturer reference number: 1627487-2023-02727. It was reported that the patient's scs ipg was no longer operable after having a unrelated surgical procedure and the scs lead was experiencing high impedance. Surgical intervention occurred where the scs ipg and scs lead were replaced. Therapy was resorted post procedure.